Event description:
The customer reported that during insertion of the dilator/sheath over the temporary arterial locator, the physician initially had trouble advancing the dilator/sheath system over the locator. The physician re-prepped the tissue tract and advanced the system again, he didn't feel the usual resistance and aborted. When the locator was removed the j-segment was missing and a fluoroscopy was done on the groin area. The j-segment was located and retrieved with hemostats. Hemostasis was achieved through manual compression. No pt complications were reported.